Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system device referenced is filed under a separate medwatch report.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. Prior to use, when establishing final arm angle, the clip (71218uu137) opened while locked. It was noted that lock lever slowly came back by itself aprox 5-7mm after being fully advanced. The device as not used and clip (70512u142) was prepped for the procedure. However, when advancing the guide wire for the transseptal sheath into the superior vena cava, a small pericardial effusion was noted. The effusion was considered minor and the procedure was continued. The sgc and mitraclip were advanced, after steering the cds to the mitral valve the effusion worsened. Pericardial synthesis was performed; 1.4 liters of blood were drained and the procedure was discontinued. Protamine was use to reverse heparin and the bleeding stopped. Mr remained at 4. No clips were implanted. The patient was extubated and transferred to intensive care unit. The patient is stable. No additional treatment is planned. It is the physician's opinion that the mitraclip devices did not cause the effusion, it is possible the guidewire for the septal sheath caused the effusion. It is the physician's opinion that the mitraclip devices or mitraclip procedure did not contribute to worsening of the effusion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported mechanical issue of inability to establish final arm angle (faa) and mechanical issue (lock lever retraction) were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported mechanical issue (lock lever retraction) and mechanical issue (unable efaa) could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.